Event description:
The customer reported a problem with the connection between the battery and the device with an associated red x. There was no involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.